Manufacturer narrative:
Serial number: (B)(4). Device manufacture date (mm/dd/yyyy): 05/15/2014. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative inspected and functionally tested the device but was not able to confirm the reported malfunction. The device was returned to service. We have not received any further reports from the customer regarding issues with this device. The complaint investigation was closed on december 9, 2016. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by sorin service rep.

Manufacturer narrative:
The heater/cooler 16-02-95 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Serial number has not been provided, date of manufacture is unknown. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the heart lung machine displayed a temperature module failure error message during use with the sorin heater-cooler system 3t. The user was able to resolve the issue and the procedure was completed with no further problems. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the heart lung machine displayed a temperature module failure error message during use with the sorin heater-cooler system 3t. The user was able to resolve the issue and the procedure was completed with no further problems. There was no report of patient injury.